Manufacturer narrative:
The manufacturer received the device for investigation on september 25, 2015. The investigation is pending. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4). Investigation is ongoing.

Event description:
It was reported, that the patient was implanted a znn cmn nail 11.5mmx32cm 125 r on (B)(6) 2014 on the right side. It was reported that the patient was experiencing strong pain in the right hip. The patient was admitted to the hospital and it was found that the znn nail was broken. The patient underwent a revision surgery on (B)(6) 2015 due to breakage of the device.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed and showed that the product combination was approved. Review of incoming information: it was reported that the patient was experiencing strong pain in the right hip. The patient was admitted to the hospital and after a diagnoses it was found that the znn nail was broken. X-rays review: (B)(6) 2012: - two x-ray pelvic overview and axial left: visible coxarthrosis on the right side, situation after implanted cementless hip prosthesis on the left side. (B)(6) 2014: - chest x-ray dv. (B)(6) 2015: - two x-rays pelvic overview: planning of the revitan prosthesis. - one x-ray pelvic overview and crossleg right: visible breakage of the nail in the area of contact with the lag screw. Fracture of the metaphyseal fragment. - two x-rays distal right femur lateral and ap with knee: visible distal part of the nail with a fixed angle screw. (B)(6) 2015: - 8 single x-rays at bv with visible image details of an implanted revitan prosthesis on the right side. (B)(6) 2015: - two x-ray pelvic overview and crossleg right: situation after implantation after revitan prosthesis on the right side. A part of the greater trochanter is missing. - two x-rays distal right femur lateral and ap with knee: the distal part of stem of hip prosthesis is visible. (B)(6) 2015: - two x-ray pelvic overview and crossleg right: unchanged situation after implantation of revitan prosthesis. Surgical report of implantation: (B)(6) 2014: indication: osteosynthesis of a per-/subtrochanter fracture right femur by using a long znn 11,5 x 320 x 125mm and wire cerclages. A hip prosthesis was implanted on left side due to a medial neck fracture. The patient was fallen in the night and had therefore the injuries on both sides. A znn nail (right) 320 mm x 11,5 x 125° was implanted under bv-control. Than drilling and inserting a 110 mm long lag screw. Fixation of the rotation by using a set screw. Finally, the distal end of the nail was locked dynamic against rotation. Surgical report of explantation: (B)(6) 2015: indication: the patient had severe pain on the right side. The evaluation showed that the znn nail was broken on the hole for the lag screw. Firstly, the loosened distal screw was removed. In the area where the lag screw was distal positioned, a seroma was visible. The lag screw can be easily unscrewed. The whole trochanter was changed pseudarthrotic. After splitting with the chisel the ventral fragment is repeatedly interrupted by pseudarthrosis. Here the bone parts have to be removed. Then the broken proximal nail part can be easily removed. The distal part of the nail can only be grabbed safely and knocked out with a hammer after some bone is chiselled lateral and distal. Clinical evidence of infection can not be found. Afterwards implantation of a cementless bipolar revitan endoprosthesis. Device analysis: the broken nail, lag screw, set screw and one cortical screw were returned for investigation. The visual examination sows that the nail was broken through the lag screw hole. On the proximal fracture site the fracture starts from the lateral side (lag screw entry side) of the hole. The fracture structure shows clear signs of a fatigue fracture of the nail. On both fracture surfaces no material defects that could have triggered the fracture could be detected. Furthermore, the nail shows drilling marks in the lag screw hole and also some polished areas and scratches around the nail breakage area. The lag screw shows polished areas and some damages around the gliding holes. The cortical screw show minor damages in the middle of the thread area. The returned set screw is still located in the nail and was not removed. Therefore, no statement about the set screw can be done. No other abnormalities can be observed in the returned devices. Review of internal documents: inspection plan was reviewed: the characteristic feature "werkstoff / material: ti6al4v / astm f136" was 100% inspected. Possible causes for the reported event according to risk management worksheet: a. Line r-1.4.3: breakage of implant due to inadequate design of mating components. B. Line r-1.4.9: breakage of implant due to lack of adequate fatigue strength. C. Line r-1.4.11: breakage of implant due to lack of adequate fatigue strength due to anodization. D. Line r-2.2.3: breakage of implant due to general corrosion (crevice, pitting, galvanic). E. Line r-w-4.3.1.3.1: breakage of implant due to the implant therapy is performed not as indicated. F. Line r-w-4.4.1.1.1: breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture. G. Line r-w-4.8.1.1.1: breakage of implant due to users select wrong nail diameter, length and/or determine wrong ccd angle. H. Line r-w-4.9.1.1.1: breakage of implant due to users choose wrong targeting guide/wrong cephalomedullary nail leading to drilling of nail. I. Line r-w-4.9.1.4.1: breakage of implant due to users applying not enough force to the connection bolt resulting in nail not assembled securely/ drilling of the nail/ imprecise interaction. J. Line r-w-4.11.1.2.1: breakage of implant due to users not choose the correct ccd angle targeting guide leading to drilling of the nail. K. Line r-w-4.11.1.7.1: breakage of implant due to misinterpretation or not consideration of facilitating colorcode leading to improper use/connection of instruments. L. Line r-w-4.14.1.1.1: breakage of implant due to wrong/incomplete information about limitation and postoperative restriction. M. Line r-w-4.14.1.1.1: breakage of implant due to patient do not follow the postoperative protocol. N. Line r-w-4.16.1.1.2: breakage of implant due to explanted implant is used for new implantation surgery. 2. Comparison to investigation results whether it is possible and justification: a. Not possible: according to documents -memo: design validation cadaver lab. -functional evaluation of the znn cm nail set screw in the aged condition after cyclic testing. B. Possible: the investigation showed that the implant was broken due to fatigue. C. Possible: the investigation showed that the implant was broken due to fatigue. D. Not possible: no corrosion found during investigation. E. Possible: as no information about the therapy was provided, this point cannot be excluded. F. Not possible: the returned x-rays do not show any deviation. G. Not possible: the returned surgical reports and x-rays do not show any issue. H. Possible: the nail shows drilling marks on the lag screw hole. I. Not possible: according to the surgical reports the implantation went well and no abnormalities were occurred. J. Possible: the nail shows drilling marks on the lag screw hole. K. Not possible: according to the surgical reports the implantation went well and no abnormalities were occurred. L. Possible: it is possible that postoperative restrictions were not followed. M. Possible: it is possible that the patient did not follow the postoperative protocol. N. Possible: as no implant stickers were received for this surgery, this point cannot be excluded. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. However, there are several factors which may have contributed to the breakage. - overstressing of the implant. - patient did not follow the postoperative protocol the need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).